Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In (B)(6) 2015 the user reported noise while manipulating the implant manually. In (B)(6) 2016 he reported no problem anymore and speech understanding was good. In (B)(6) 2017 the user had an appointment for an implant check and complaint about fluctuating loudness and bad performance since 6 months. The decrease in performance was gradual. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2015 the user reported noise while manipulating the implant manually. In (B)(6) 2016 he reported no problem and speech understanding was good. In (B)(6) 2017 the user had an appointment for an implant check and complaint about fluctuating loudness and bad performance since 6 month. Re-implantation is considered.